Event description:
Patient prepped for repeat cesarean section. Drape placed on patient's skin following application of dura prep before solution completely dried. Immediately following initial incision, surgeon used cautery to control bleeders. Burns noted on patient to right side of incision and groin areas; some of which loss of skin with oozing noted. Physical seal around drape melted. No device malfunction noted.